Manufacturer narrative:
"E1: patient city - (B)(6). Patient country -(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient experienced infusion set needle fractured after removal. The set insertion location was buttocks/leg and duration was one day. No further information was available.